Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. The product support engineer (pse) troubleshot the issue with the customer over the phone. The pse recommended that the power management (pm) printed circuit board assembly (pcba) or user interface (ui) assembly be replaced. The customer reported that the battery was replaced and resolved the problem. The ventilator was returned back to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
The customer reported that the ventilator powers on by itself. There was no patient involvement.